Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 10mar2020 to date 10mar2021. Complaint trend: there are 6 complaints related to the issue of erroneous results; date range from 10mar2020 to date 10mar2021. Manufacturing device history record (DHR) review: DHR part #659180 serial # r659180000346, file #359180-359180-r659180000346-106016092-18, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results could not be determined. The customer had reported that when they ran a sample test with the bd multitest¿ cd3 fitc/cd8 pe/cd45 percp/cd4 apc reagent, or 3/8/45/4 reagent, the results showed 99.74% cd3+, no ly cd3-, and a strong proportion of lt cd4-cd8-. The customer also assumed that the b and nk cells were appearing as cd3+ in the tests. Upon running sample tests again with a tbnk reagent instead, the test results were closer to what was expected; having a presence of cd3- and cd3+ lymphocytes and a normal profile of cd4 vs cd8 t lymphocytes. Apart from the initial sample test with the 3/8/45/4 reagent, the instrument seemed to be functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. While there is a possibility that the erroneous results were due to a misformulated lot of 3/8/45/4 reagent, the lot number used could not be determined and thus it is unconfirmed. Information on the bd reagents is provided with each purchase, and detail proper usage. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: n/a, case # n/a install date: 14may2019 defective part number: n/a event description: o trackwise description: ¿the result 3/8/45/4 result provide 99.74% cd3+ within lymphocytes. No ly cd3- detected and in parallel a strong proportion of lt cd4-cd8- was detected. It seems that b and nk cells were detected as cd3+... However the same patient stained with a tbnk cocktail generate a more classical result: presence of cd3- and cd3+ lymphocyte. Normal profile of cd4 vs cd8 t lymphocyte. The customer observed 4 times the "issue" on the same lyric (they have two other lyrics). Reagent used for 3/8/45/4 staining (with bd facsduet preparation) bd multitest¿ cd3 fitc/cd8 pe/cd45 percp/cd4 apc with bd trucount¿ tubes (ref 342447). Please find attached to this pir the customer email with plot screenshot. Data acquired on bd facslyric (s/n r659180000346). The customer didn't submit the false results, they ran again the sample.¿ returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o azure ID: 89210 o ID: libivd-ra-102 3.1.8 o reg status: ivd; ruo o hazard: incorrect output. O cause: sample carryover error - electronic. O harmful effects: events appear in wrong tube (false positive result). O risk control: - data buffer will be purged between sample acquisitions. - system level carryover test. O req link (azure ID): - 90206 - libivd-fw-471 data carry over o implementation verification: - cmsvp-aq-data_format - liberty libivd-15-09p o effectiveness verification: - liberty cms firmware subsystem verification summary report - libivd-15-09f o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause of the erroneous results could not be determined. Conclusion: based on the investigation results the root cause of the erroneous results could not be determined. The customer had reported that when the patient samples were tested on this instrument using a bd multitest¿ cd3 fitc/cd8 pe/cd45 percp/cd4 apc reagent, they had received results with 99.74% cd3+ within lymphocytes, no ly cd3- and a strong proportion of lt cd4-cd8- which is unusual. The patient¿s samples were then tested with tbnk 6 color, which provided a more acceptable result with cd3- and cd3+ present and normal profiles for cd4 vs cd8 t lymphocyte. Aside from the test using the 3/8/45/4 reagent, the instrument performed as expected. While there is a possibility that the incident was due to a reagent issue, the lot number of the 3/8/45/4 reagent could not be found and it cannot be confirmed that this was the issue. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h10

Event description:
It was reported while running 4 patient samples on bd facslyric¿ erroneous results were obtained. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the result 3/8/45/4 result provide 99.74% cd3+ within lymphocytes. No ly cd3- detected and in parallel a strong proportion of lt cd4-cd8- was detected. It seems that b and nk cells were detected as cd3+... However the same patient stained with a tbnk cocktail generate a more classical result: presence of cd3- and cd3+ lymphocyte. Normal profile of cd4 vs cd8 t lymphocyte. The customer observed 4 times the "issue" on the same lyric (they have two other lyrics). The customer didn't submit the false results, they ran again the sample.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while running 4 patient samples on bd facslyric¿ erroneous results were obtained. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the result 3/8/45/4 result provide 99.74% cd3+ within lymphocytes. No ly cd3- detected and in parallel a strong proportion of lt cd4-cd8- was detected. It seems that b and nk cells were detected as cd3+. However the same patient stained with a tbnk cocktail generate a more classical result: presence of cd3- and cd3+ lymphocyte. Normal profile of cd4 vs cd8 t lymphocyte. The customer observed 4 times the "issue" on the same lyric (they have two other lyrics). The customer didn't submit the false results, they ran again the sample.